Event description:
Ous MDR - after an implantation time of about 15 days, this rv lead exhibited loss of capture. Dislodgement with possible perforation was seen under fluoroscopy. No explant date was provided, and there is nothing in the report to suggest if any intervention was performed.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly, there was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. Dislodgement with possible perforation with no reported surgical intervention.